Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer on placing pump into storage mode, returning malfunctioning pump within required timeframe, and setting up and connecting replacement pump.